Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement of 2001 ohms. It was noted that the lv pace impedance measurements exhibited a gradual rise since the lead was implanted until an alert was recently received via the remote monitoring system for the high out of range measurement. The lv sensing and threshold measurements were noted to be good. Boston scientific technical services (ts) explained that they are not sure of the cause for the rise in impedance but provided guidance to the boston scientific representative (rep) that as long as the sensing and threshold measurements are good, it is reasonable to continue to monitor the impedance. The lead remains in-service. No patient symptoms or adverse patient effects were reported.